Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low within range shock impedance measurements during daily measurements, as well as shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.